Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not specified, ¿scabbing and delayed healing,¿ ¿increased risk of bia-alcl,¿ ¿anguish and anxiety,¿ ¿bilateral tightness¿ and ¿mental pain.¿ patient representative also reported patient experienced ¿suffering,¿ ¿disfigurement¿ and ¿suffered personal injuries and related damages;¿ these events are not related to the device. Device was explanted. This record is for the left side.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture¿ and "delayed healing" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture,¿ baker grade not specified, ¿scabbing and delayed healing,¿ ¿increased risk of bia-alcl,¿ ¿anguish and anxiety,¿ ¿bilateral tightness¿ and ¿mental pain.¿

Event description:
Patient representative reported patient experienced ¿capsular contracture,¿ baker grade not specified, ¿scabbing and delayed healing,¿ ¿increased risk of bia-alcl,¿ ¿anguish and anxiety,¿ ¿bilateral tightness¿ and ¿mental pain.¿ patient representative also reported patient experienced ¿suffering,¿ ¿disfigurement¿ and ¿suffered personal injuries and related damages;¿ these events are not related to the device. Device was explanted. This record is for the left side.